Manufacturer narrative:
Evaluation summary - the product lot number was not provided therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.

Event description:
Stiffness in knees [joint stiffness], painful turning or rotating [mobility decreased], more trouble after synvisc than before [adverse event], effusion of both knees [joint effusion], swelling in knees [joint swelling], sharp pain in knees [arthralgia]. Case description: spontaneous report received on 03-mar-2009 from a male consumer (age not provided), (B)(6), whose relevant medical history included osteoarthritis and previous treatments with synvisc since 2002 with no side effects. The patient received the first two injections of his most recent course of synvisc on unknown dates (approx (B)(6) 2009). He reported that he had a reaction to these two injections, which sent him to the ER (emergency room). On (B)(6) 2009, the patient had a follow-up appointment with his physician, who aspirated both knees. On (B)(6) 2009, the pt had another f/u appointment with a different physician who administered the third synvisc injection, although the patient requested to not receive third injection since he had a reaction to the previous two. The patient stated that he had more trouble after the synvisc injections than before. After this last course of synvisc, he experienced pain with the following activities: walking on a flat surface, going up or down stairs, at night while in bed, sitting or lying down, and standing upright (information checked off on synvisc manufacturer's pain relief packet). The patient stated that he did not have these conditions prior to receiving synvisc. He also experienced swelling of both knees, pain that has awakened him up at night from a deep sleep, stiffness and sharp "ice-pick" pain in both knees, and pain when turning or rotating. He stated that these reactions occurred "from painful to severe". As of the date of receipt of this report, the patient outcome was not yet recovered. No further information was provided.